Event description:
It was reported that bkp was performed for vertebral fracture atth12 after 4 months of the onset.the follow-up was good but pseudoarthrosis at th12 developed in 2 years postoperatively. Plf at th11-l1 and lumbar laminoplasty at l2/3-l4/5 were performed after 2 years and 3 months of bkp.

Manufacturer narrative:
Literature citation: chihiro akiyama et al."three cases of fusion surgery:attribution to persistent instability after balloon kyphop lasty". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.